Event description:
This lead was implanted on (B)(6) 2009. It was noted on (B)(6) 2016 that the lead showed pacing impedance. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).